Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.3 - 3.5 inr): qc 1: 2.6 inr. Qc 2: 2.5 inr. Qc 3: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Upon analysis of the meter memory, the customer's alleged questionable values were present. Medwatch fields d4, d9 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips and meter were requested for return. The customer provided the meter for investigation as well as a different lot of test strips, 417474-23. The customer's meter and provided test strips were tested using retention controls. Testing results (qc range = 2.6 - 3.2 inr): qc 1: 2.6 inr. Qc 2: 2.5 inr. Qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek xs meter serial number (B)(4) compared to a laboratory acl top analyzer with an unknown reagent. At 11:11 a.m., the customer¿s meter result was 3.0 inr. The customer¿s laboratory result within four hours was 4.8 inr. The customer reported no dosage changes were made based on the meter¿s result. The customer confirmed there was no serious injury. The customer¿s therapeutic range is 2.5- 3.5 inr.